Event description:
Note: this report pertains to the second of two reported malfunctions occurring in this procedure. Refer to MFR report #3005099803-2008-3289 for details regarding the first device. It was reported to boston scientific corporation that the balloon of a cre balloon dilatation catheter would not deflate prior to retracting through the scope. According to the complainant, the device was removed and replaced with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The suspect device was returned in two sections: (1) the distal catheter segment did not exhibit any anomalies, (2) the proximal catheter segment did not contain the y-connector hub. Due to the physical condition of the returned device, the cause of the reported malfunction could not be determined.